Event description:
It was reported that, during an unspecified procedure, the healicoil anchor broke when turning; it had already been inserted. It is unknown whether all fragments were retrieved from the patient. A back-up device was available to complete the procedure, but it is unknown whether an additional bone hole had to be drilled before using it. The procedure was not delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72203378 healicoil sa pk 4.5mm w/2 ub-bl cbrd bl, used in treatment, was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Multiple distal threads have been broken off from the anchor and numerous other threads are cracked and are missing small fragments. Device showed traces of human matter. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include not preparing the insertion site properly. The instruction for use states: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated a similar allegation for the lot number reported.